Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and audio beep anomaly. The customer's blood glucose reading was 480 mg/dl. The customer treated with manual syringe injections. The customer stated that she took a bolus and received no delivery alarms. The customer did not mention any insulin issues. The customer stated that she sometimes had low readings for a whole week. The customer also mentioned that the pump did not beep or vibrate when a bolus was completed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms and audio/beep anomaly noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.